Event description:
It was reported that after the xience xpedition stent delivery system (sds) had been advanced and inflated at the target lesion in a coronary artery, the stent was not on the sds. There was no stent at the lesion site. The stent was found inside the protective sheath on the back table of the cath lab. The stent had come off of the sds during device preparation when the mandrel was removed. The sds had been prepared according to the instructions for use. This device issue did not result in a clinically significant delay in the procedure. Another xience xpedition was used to complete the procedure without further incident. There were no adverse patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. Based on the visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.